Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 463 to 558 mg/dl at the time of the incident. The customer was at 256 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as shaking, confusion, and nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a hardware low level failure alarm and the pump failed a self test. The customer reported issues with bent infusion set cannulas, pump physical damage, and insulin flow blocked alarms. The insulin pump will not be returned for analysis.